Event description:
It was reported that the cast cutter began smoking while cutting a full body plastic cast. The cast removal was completed with another device.

Manufacturer narrative:
The cast cutter was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.